Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: battery compartment cracks were observed in thread area and below grip pad. Battery cap is unable to tighten. Battery cap threads damaged. Due to damage, pump intermittently powers with returned battery cap. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. Audio bolus button cover is torn in the center. Bolus button is responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.